Manufacturer narrative:
Concomitant medical products: w3dr01 ipg, implanted: (B)(6) 2020. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable pulse generator (ipg) was stuck with implant detection on. The right atrial (ra) lead exhibited chronic low impedance and it caused failure of implant detection to switch off. The ipg was reprogrammed, and the ipg and ra lead remains in use. No patient complications have been reported as a result of this event.